Manufacturer narrative:
(B)(4). Concomitant products: nexgen lps-flex - femoral component precoat size e left, catalog #: 00596001551, lot #: 62856808. (B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2017-00030. Customer has not yet indicated if product will be returned to zimmer biomet for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that less than one year following a knee arthroplasty, the patient underwent a revision of the articular surface and femoral component due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: nexgen lps-flex - femoral component precoat size e left, catalog #: 00596001551, lot #: 62856808 nexgen lps-flex - articular surface with locking screw size ef 17 mm height, catalog #: 00596403217, lot #: 62187612. Unknown nexgen tibial tray. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00030, 0001822565-2017-01774. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.